Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap was unable to deliver medication. This occurred on 2 occasions. The following information was provided by the initial reporter: there is resistance when the needle of the new pen needle is subcutaneously injected and the medicine is pushed, and the medicine is splashed when it is pulled up.

Manufacturer narrative:
H6: investigation summary two photos of two 32g x 4mm pen needle samples were returned from lot. No. 0091915, cat. No. 320566. Visual examination of the returned photos was carried out and no issues were observed. No clog test could be carried out as no physical samples were returned. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos and the fact no physical samples were returned no further investigation can be carried out.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap was unable to deliver medication. This occurred on 2 occasions. The following information was provided by the initial reporter: there is resistance when the needle of the new pen needle is subcutaneously injected and the medicine is pushed, and the medicine is splashed when it is pulled up.